Event description:
It was reported that an ilet pump displayed a distorted screen with lines while the exterior screen was not cracked, after which the user discontinued use and reverted to manual injections; the issue was categorized as a hardware display problem associated with the screen or bezel. Symptoms included no reported adverse clinical effects or changes in blood glucose attributable to the device at the time of the display issue. Outcomes included no injury, no medical intervention related to the pump malfunction, and continued diabetes management by alternative means. Investigation included troubleshooting, user education, and logistics for replacement and return. Investigation of the returned device revealed a malfunction of the display assembly consistent with screen or bezel separation without evidence of alarm activity, and the device was replaced. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage or component failure of the display assembly.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.